Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed that the battery voltage recently began dropping in an irregular fashion. Device replacement was recommended. At this time, this ICD remains in service, and there were no adverse patient effects reported.